Event description:
The customer reported that pump serial number (B)(4) has system error 322 alarms. There was no pt injury reported. No further info was available.

Manufacturer narrative:
(B)(4). The device was received at baxter for evaluation. The unit was tested for 24 hours with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. Physical evaluation found a gap between the latch switch and the upper aux flex. The misaligned latch switch can trigger an intermittent system error 322. The upper aux has been replaced.